Event description:
The physician was attempting to implant a 3.0 mm diameter x 38 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to the lad. The target lesion was pre-dilated using a non-medtronic 2.5 mm x 15 mm balloon. The physician experienced resistance while advancing the endeavor resolute device towards the lesion and withdrew the device from the pt. Force was used in an attempt to advance the device. Upon removal, it was noted that some of the stent struts were damaged. The device had not been inspected prior to use. The target lesion was successfully treated using another 3.0 mm x 38 mm endeavor resolute stent. Current pt status is reported to be good and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (device not inspected prior to use), (stent deformation, failure to deliver the stent), (calcified and tortuous morphology). Conclusions: (device not inspected prior to use), (calcified and tortuous morphology). Cine image eval: procedural images showing the successful deployment of the second endeavor resolute stent were provided for review. The site of deployment of the 2nd stent appears calcified and tortuous.